Manufacturer narrative:
Concomitant medical products: 4598 lead, implanted (B)(6) 2020. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) wrongfully blocked therapy due to wavelet. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.